Event description:
User experienced a leak from the analyzer. No injuries occurred. Multiple patient results were noted to be extremely low, but no data could be provided. Use states the low results were discarded as erroneous and not reported. The field service representative determined there was a clot in the drain and instructed user to clean the drain. User verified proper drainage. Performance tests were performed and within specification.